Manufacturer narrative:
Evaluation summary: the sheath and stylette returned locked in the inner lumen and could not be removed. The device was placed in the water bath and on removal from the water bath the sheath and stylette were removed. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation of the 19th, 20th, 21st and 22nd stent segments with numerous struts raised there was a kink on the hypotube 12.4cm distal to the strain relief. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severely calcified and moderately tortuous rca ostium lesion exhibiting 80% stenosis. The physician attempted to use an endeavor sprint (rx) drug eluting stent. No damage was noted to the device packaging or issues removing the device from the hoop/tray. The device was inspected prior to use with no issues noted. During the procedure, the lesion was pre-dilated. Resistance was encountered during advancement but no excessive force was used. It was reported that the stent could not pass through the lesion. During positioning at the lesion, the struts of stent were noted as damaged, therefore the stent was replaced with a new one and the case was completed no patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.